Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The patient had a pleurex indwelling pleural catheter (ipc) inserted on (B)(6) 2018 for pleural fluid management. He was discharged home with district nurse support for drainage. On (B)(6) 2018 the district nurse called ward 4 to report a split in the tubing approx. 10 cm from the chest wall insertion site. The catheter was no longer draining. Patient required local anesthetic and a surgical incision with suture closure to remove and replace device.

Event description:
The patient had a pleurex indwelling pleural catheter (ipc) inserted on (B)(6) 2018 for pleural fluid management. He was discharged home with district nurse support for drainage. On (B)(6) 2018 the district nurse called ward 4 to report a split in the tubing approx. 10cm from the chest wall insertion site. The catheter was no longer draining. Patient required local anesthetic and a surgical incision with suture closure to remove and replace device.

Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. Sample evaluation concluded that the catheter in question had indeed been compromised. The catheter has a straight incision about 10 cm from where it was inserted. Based on the nature of the cut in the tubing, the most likely source for this type of cut if from the removal process of the catheter. The cut appears to have been made by a scalpel or other precision cutting instrument however the investigation was not able to confirm this potential source since the details surrounding the removal of the catheter is not known and cannot be retrieved. A device history record review of all applicable manufacturing records for lot 0001211327 did not identify any issues that may have contributed to the reported failure mode. Root cause is undetermined. It is most probable that the catheter was cut sometime after leaving the manufacturing facility. Since the most probable root cause occurred after manufacture and distribution, the investigation was not able to identify any corrective or preventive actions. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.